Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported there was evidence of high electrode impedances. X-rays at (B)(6) revealed lead was not in epidural space and suspected fracture. Entire systems was revised. A 2x8 paddle was placed retrograde over c2/3 and connected to a sensor. All devices were surescan. The rep saw the patient in the morning. She was having a lot of post operation incisional pain. The programming went pretty well. The rep was able to get some facial coverage. The rep will continue to do follow up as swelling and incisional pain heal. The rep did not know the patient's weight. Not sure as to what caused the weird spinal sensations. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a rep called in today about a potential revision today. She spoke with the patient and supposedly patient felt weird stimulation down her spine 4 years ago, and doctor checked the ins wasn't the issue, there was no open or short, and x-ray didn't show a fracture. The patient couldn¿t have surgery to figure it out at the time due to financial issue and she was moving. The patient said 80% pain relief when system was working well. The rep discussed checking the lead/extension today with multi-lead trialing cable (mltc) today. No further complications were reported. No additional patient symptoms were reported.